Event description:
Pt reported pain and "the tubing came off of the port."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of pain and dehydration as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, dehydration, chest pain, incision pain, and port site pain."